Event description:
While helping to lift a pt onto the table, the radiology technician cut her leg in the thigh area on a sharp corner of the table. Medical treatment of technician's injury was provided by hosp emergency dept. Info is unknown concerning kind and extent of treatment.